Manufacturer narrative:
The cause of the access site adverse event was user related as patient keeps lifting head and not laying flat.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant report that a patient was implanted with an impella cp for mechanical circulatory support. It was noted that there was groin bleeding, the patient kept lifting their head and not laying flat. The pump was explanted the following day and the patient was noted to be stable.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.